Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no. Indicating that the generator had not reached end of service. It was reported that the pt was also experiencing an increase in seizure activity, but that the increase was not above pre-vns baseline frequency. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect performance. Led break is suspected. Revision surgery is likely.

Event description:
Further follow-up with the medical professional revealed that the pt is doing better after revision surgery; however, not quite as well as before the event. A portion (267mm) of the lead was returned for analysis. It was returned in three pieces. An analysis was performed on the lead portions that were returned. Visual inspection of the anchor tether portion of the lead identified that one of the coil ends appeared to have a break. The orientation of the lead break suggests a fatigue fracture. It was not possible to determine via electron microscopy is current was flowing at the time the break occurred. The lead pins showed evidence that there was a proper mechanical and electrical connection between the lead pin and the pulse generator. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met final electrical test specifications. There is no indication that the reported high impedance was related to the pulse generator. The reported high impedance and increase in seizures was likely due to a lead break. The cause of the lead break is unk. Possible causes include design, durability, corrosion, trauma to the site or user error.